Event description:
Additionally, the healthcare professional reported that when the patient experienced a ¿fever,¿ they had ¿itching and swelling¿ at the injection site. The event was subsiding with antibiotics bur remained ongoing.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported that patient injected with juvéderm vista volite xc into the cheek and forehead. After ten days later, a peeling was called herb repro was performed to further improve skin quality. Afterward, the patient developed a fever and as the fever subsided, swelling was observed throughtout the injection site. Patient was treated with antibiotics. Devive has been discarded. Symtptoms are ongoing.